Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery after removing the pump from being against the customer's skin. The customer was able to deliver their correction bolus without changing any supplies. The customer's blood glucose level was 71mg/dl. A system check was performed and the pump performed as intended. Tandem technical support educated the customer on the possibilities of the occlusion alarm being caused by the temperature change of the pump when the pump was removed from being against the skin.